Event description:
Healthcare professional (hcp) reported multiple incidents of clotted fibers with the psn 210 dialyzer. Hcp reported that clots are visually observed in the dialyzer as well as the bloodlines used during acute care treatment of post operative and liver patients and patients who are allergic to heparin. Hcp noted that due to the patients' conditions, no anticoagulant is used for these treatments. The dialyzers are flushed with less than 1 l normal saline when clots are observed with no regular flushing performed. No patient injury or medical intervention was reported for these incidents per hcp.